Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump usb cable would not initiate charging when plugged into a computer usb port until the 2nd or 3rd attempt. There was no reported impact to the customer's blood glucose (bg) level. During troubleshooting with tandem technical support, customer was able to charge the pump through a wall outlet power source.